Event description:
Device interrogation at office visit revealed that the patient's device was not set to the same parameters as it was programmed to at last visit. Device diagnostic testing was performed at last office visit and the device was reinterrogated after the lead test to confirm that no device settings were changed. It was reported that the nurse who was checking the patient's device made adjustments to device settings made after the lead test, but it is not known whether these adjustments were made before or after the device was reinterrogated. It was reported that this is the second time that this has occurred to the pt's device.